Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture, and granuloma. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a 600cc mentor memorygel breast implant and experienced a capsular contracture (baker grade unknown) and a rupture with granuloma formation on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
On july 14, 2023, mentor received supporting information to the patient's already reported diagnosis of capsular contracture. The patient experienced breast deformity and was treated for the patient's painful implant capsular contracture. On july 24, 2023, similar information that supported the diagnosis of the capsular contracture; the patient stated experiencing breast pain, distortion, and firmness. Manufacture's reference number: (B)(4).

Manufacturer narrative:
On march 24, 2022, mentor received additional information stating the customer also had ptosis on the left side. Reason for device explant and/or reoperation: capsular contracture, rupture, granuloma, and ptosis. Manufacture's reference number: (B)(4).

Manufacturer narrative:
On february 04, 2022, the mentor failure analysis lab has received the device for evaluation. On february 08, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that no damage or anomalies were observed on the smooth hpg, 600cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. A second product was received (lot-7360146). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacture's reference number: (B)(4).

Manufacturer narrative:
On december 30, 2023, mentor received additional information regarding the patient's capsular contracture's baker grade level. The patient's capsular contracture's baker grade level was determined to be baker grade 4. Manufacture's reference number: (B)(4).